Event description:
During a therapeutic ureteral stone retrieval procedure, one of the retrieval basket wires and detached from the top knot. Follow-up information revealed that the breakage occurred during the procedure, but outside of the patient. The patient did not experience any complications due to this event. Another basket was used successfully to complete the procedure.